Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with excision of small fatty tumor on right inner thigh and cystourethroscopy due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. The patient underwent loosening of monarch sling on (B)(6) 2011. The patent underwent excision of mesh on (B)(6) 2012 due to erosion, urethral pain, and stress incontinence. (B)(4).